Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected. Technical support was contacted and recommended lead replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.